Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, no image was found to be caused by a faulty charged coupled device (ccd). In addition, service found the device failed water pressure leak test and there was a cut/hole on the cable. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with no specified complaint. The customer is unsure of the issue. There was no patient or user injury reported due to the event. Upon inspection and testing of the returned device, it was observed that the subject device was not displaying an image. This report is being submitted for the malfunctions found during evaluation. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that image was not displayed due to charge-coupled device (ccd) failure. The cause of ccd failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.